Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after reaming with the summit tapered reamers, the reamer handles would disconnect from the hudson adaptor and would keep pulling the reamer out of the femoral canal. Upon inspection during the procedure, the scrub nurse found that the adaptor looked to be bent at the point of connection. After terminally sterilized by MDR, they couldn't find a major bend or any damage, but the adaptor did not seem to hold the connection well. Considering that the reamer handles were not damaged whatsoever, they decided that the problem must be with the hudson adaptor and that it should be replaced in order to avoid any such problem again.